Event description:
The customer reported a low battery message shortly after being fully charged and the device failed to power up on dc power. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported a low battery message after being fully charged and the device failed to power up om dc power. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.